Event description:
Upon looking at the each of the unopened self-adhering male external catheters, one appears to have a hair in it and the other one has a black spot on it. Manufacturer response for external catheter, self-adhering male external catheter (per site reporter). We are in the process of contacting medline to return the product.